Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-08310. It was reported during the trial the patient was presented to the ER due to experiencing bleeding. As a result, the leads were prematurely pulled out on (B)(6) 2018.